Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
About 3 weeks ago after a fall, the pt noticed shocking sensation at ins site. The shocking is random and nature and doesn't seem related to positions or position changes and is random in nature. The pt will feel the shocking sensation 2-3 times during the day and a couple of times at night. When the pt fell, they fell forward on their hands. The patient's therapy has still been good and unaffected. Palpation at pocket site with stimulation on does create the shocking sensation. Pt uses low dose and likes the stimulation sensation. When stimulation is off, the pt does not feel the shocking. Impedances are normal range: 0 reference: 0/3=883; 0/4= 903; 0/6 = 1016; 0/7 = 937 3 ref: 3/4= 687; 3/6= 865; 3/7= 793 6 ref: 6/7 = 866 technical services (ts) reviewed creating other groups for pt to try with different electrodes to see if pt still gets shocking sensation. Tss also reviewed having pt try a dtm group to see if this helps, though the pt does prefer feeling their stimulation, and seeing how pt does going forward and if situation gets worse and how they do with their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they tried to call the patient a couple days ago, and they have not gotten a response. Rep states they have not determined a cause of the shocking. The patient was reportedly happy with their current programming and getting good pain relief. Rep states that the patient reported they would reach out if the intermittent shocking at the battery site became more of an issue. Rep has not seen or spoken with the patient since the appointment. They are unsure if the issue has been resolved or not.